Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, automatic mode switch episodes, and high impedance were observed on the atrial lead. Lead damage was suspected but not confirmed. No intervention was performed at this time, the patient was stable.